Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultralink meter was reading inaccurately high readings compared to another meter. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in july (unknown year). The patient refused to report what medications she takes to manage her diabetes or if she made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date and time she felt symptoms of ¿shaky and sweaty.¿ the patient reported she was treated by a healthcare professional but did not state what the treatment was, or if it was in response to an acute complication of diabetes on the same day as the alleged meter issue. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. The patient¿s test strip vial was in good condition as well. However a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. Although the linkage between the alleged meter issue and the alleged injury remain unclear, despite repeated attempts, the mss was unable to contact the patient for additional information. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.